Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. An investigation was conducted on two sets of the customer's returned pair of electrodes, and a retained pair of electrodes for CPR stat-padz lot number 3015. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The customer's electrodes and retained electrodes foam passed an adhesive peel test within specification and reflected excellent bonding capability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the electrode pads would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.